Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficult to position with the balloon catheter was confirmed. The difficulty removing the catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during an unspecified procedure, an unspecified balloon catheter met resistance during advancement over the .014 balance middleweight (bmw) hydro guide wire. It cannot be confirmed if there was also resistance during removal of the balloon catheter from the guide wire. There was no reported clinically significant delay in procedure and no adverse patient effects. No additional information was provided.